Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The patient returned the pump for alleged pump error 81, pump error 82, and cosmetic damage observed on 22-aug-2023. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully utilized thus to download history/trace files. The following alarms/alerts were noted on event date: pump error 82 on 08/18/2023 18:57:00.000 and pump error 81 on 08/18/2023 18:57:00.000. Pump error 82 (filenumber = (B)(4) linenumber = 416) confirmed due to software anomaly. Pump error 81 was consequence of pump error 82. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Pump error 82 confirmed due to software anomaly. Pump error 81 was a consequence of pump error 82. Cosmetic damage was confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced pump error 81, pump error 82, and damage to the insulin pump. Troubleshooting was performed, and it was also found that there was a crack in the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.